Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the skin was splitting when the board was going through. The blade was bent or barbed. The event occurred during surgery. There was no harm or delay that occurred during this event. An alternate device was available for use. There was no adverse event reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record identified no repairs related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. Device assessed as satisfactory. The event cannot be confirmed.

Event description:
The graft was damaged; however, it was usable. No additional skin graft was required.